Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation and therefore the alleged complaint event could not be confirmed. The most likely cause is user error due to improper fixation.

Event description:
It was reported that during a knotless ac tightrope surgery it was not possible to close the implant completely and thus keep the clavicle reduced. There was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to do a second surgery.